Event description:
Date of event unknown. During sampling, the trupath biopsy device functioned properly. However, it was "unable to obtain tissue". The procedure was completed with another same device. The patient's condition is reported as good.

Manufacturer narrative:
The subject device is not returned to the facility for the evaluation. The relationship of event and the device is undetermined.